Manufacturer narrative:
(B)(4).

Event description:
It was reported that an audible alarm was noted and confirmed by telemetry to be a critical alarm. Low battery-reset had occurred, pump was in safe state on (B)(6) 2010. Motor stall recovery was noted on (B)(6) 2010. The pt experienced withdrawal. The pump contained hydromorphone and bupivicaine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.